Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, a specific bg value was not provided. Reportedly, the customer had difficulty hearing the pump alerts when their bg levels decrease. During troubleshooting with tandem technical support, unblocking the speakers improved the speaker volume.